Manufacturer narrative:
Failure analysis confirmed the button error alarm due to corroded keypad traces and corroded motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm and that they were unable to clear it. The customer could not recall any significant events leading to the alarm. At the time of the event, her blood glucose reading was 196 mg/dl. The customer was advised to revert to backup plan and the pump will be replaced.